Event description:
Anastomotic leak - pt came back to the ER on day 8 post op with bowel pain. Pt had small anastomotic leakage. Reop/ suture and protective loopileostomy and antibiotics.

Manufacturer narrative:
No corrective action or remedial actions. Minor leaks are common adverse events in this kin of procedure.